Manufacturer narrative:
Concomitant medical products: 507652, lead, 694965, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected a supra ventricular tachycardia (svt) episode as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.